Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the x-stage cover was replaced to restore full functionality. The imaging system then passed the system checkout and was found to be fully functional. The cover has not been received by the manufacturer for evaluation.

Event description:
A manufacturer representative reported that, while outside of a procedure, the x-stage cover on the gantry of the imaging system was bent. It was noted that the damage did not affect imaging functionality, however the gantry could not home. There was no patient present when this issue was identified. No additional information was provided.